Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations no manufacturing related root cause was determined. The root cause is most likely related to the previously implanted stent in the svg. It should be noted that the IFU clearly states, that pre-dilation of the target lesion is mandatory.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a moderately calcified lesion. Patient had a previous stent in the vein graft to om. The orsiro stent could not pass the proximal edge of the existing stent and dislodged from the delivery balloon and was adapted to the vessel wall.